Event description:
Two endeavor otw drug-eluting coronary stents were implanted into a pt for treatment of an unk artery. The vessel morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the pt had two endeavor drug-eluting stents successfully implanted. (MFR report# 2953200-2008-00325). It was reported that within a couple days, the pt had a sub acute stent thrombosis. The pt was reported to have had the two occluded lesion sites re-stented. It was reported that shortly after that the lesion site occluded a second time. It is unk how the occlusions were treated. It was reported that the pt expired; details are unk.

Manufacturer narrative:
.